Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a low battery warning and a failed battery test alarm on their insulin pump. The customer stated they have replaced the battery six times, but the alarm persisted. Customer's blood glucose was over 250 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer received a failed battery test alarm at the end of troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.